Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and excessive no delivery alarms. Customer's blood glucose level was 27 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they drank a half can of coca cola and ate some pureed fruit to treat themselves. Customer advised the insulin pump did not alarm even though there blood glucose was very low. Customer advised the time was off by 1 hour. Customer was advised to monitor the insulin pump and follow up with their healthcare provider in regards to low blood glucose levels. Customer received a no delivery alarm while troubleshooting for low blood glucose levels. Troubleshooting for the no delivery alarm was performed. Customer advised the complete set change resolved the issue. Customer did not want to return the infusion set or the reservoir for analysis. Customer was advised to call back if they receive the alarm so they may troubleshoot.